Event description:
Reporter called on behalf of her husband who had been getting the er1 messages. Husband has had heart surgery and had had trouble controlling blood glucose levels. Blood glucose levels typically run high for husband and that his dr is aware of this. No changes to dosage was changed nor was dr called in these er1 instances. Color chart comparison was not done either.